Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a pt. Test date: (B)(6) 2011. I-stat: result #1 - 16:00, 0.14; I-stat: result #2 - 17:29, 0.01 redraw; vitros: <0.012; I-stat result #1 - 0.02 repeat testing on same sample. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 02/16/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.